Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and pain. Subsequently on (B)(6) 2016 the patient underwent a procedure to have the abutment removed and a magnet placed. The implanted device remains.